Event description:
It was reported that technical services (ts) was asked for a consult review regarding possible loss of capture. Ts observed a heartrate lower than the lower-rate-limit, likely due to loss of capture and oversensing, and it was decided to replace the device and leads. Later, the device and leads were replaced due to pacing not being delivered when required, pocket stimulation, increased right ventricular (rv) lead thresholds, and loss of rv capture. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).